Manufacturer narrative:
The actual device was returned and evaluated. Visual inspection revealed that the urethane layer had been sheared off the guidewire at approximately 84-195mm from the distal end. Magnifying inspection of the sheared segment found that the shear cross-section had a smooth surface and the distal end had become rough. This suggests that the urethane layer was sheared off in the distal direction from the proximal. It is likely that the shearing occurred when the actual sample was withdrawn through the involved metal needle. Tactile testing was performed by priming the undamaged segments of the actual sample with saline solution and feeling for any catches. None were felt. The outside diameter was measured on the undamaged segment and confirmed to meet product specifications and comparable to current product. Further testing of the guidewire involved intentionally shearing the urethane layer from the remaining undamaged segment to check adhesion. No anomalies were revealed. Based on investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the urethane layer was sheared off the wire when the actual sample was withdrawn through the concomitant metal needle. Device labeling addresses the potential for such an occurrence in the warning section found in the instructions-for-use with statements such as, "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a radifocus guidewire m was used during a procedure concomitantly with a MRI port and its metal needle. There was a strong resistance and "catch" feeling when the device was withdrawn. The urethane layer had sheared but was completely retrieved outside the patient's body. Reportedly there was no harm to the patient. The sheared urethane layer occurred on two (2) of the same products in succession. The other event is reported in MDR number 9681834-2014-00264.